Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) with inappropriate shocks by the right ventricular (rv) lead due to t-wave oversensing (twos). The rv lead had triggered a lead integrity alert (lia) with oversensing, high rate non-sustained (hr-ns) and elevated sensing integrity counter (sic) episodes. A follow up with the patient¿s healthcare provider yielded that the patient has not showed up for the previous two device check appointment. The patient was treated in the ER and released. The rv lead remains in use. No further patient complications have been reported as a result of this event.